Event description:
Hcp reported the pt culture positive for staphylococcus epidermidis meningitis december 2003. The pt was treated with both IV and intrathecal antibiotics (vancomycin). "The last cultures taken were negative and so pt is doing fine."